Manufacturer narrative:
Inspected 1 opened/used sensor and performed continuity resistance test and sensor passed per specifications. Performed the sensor initialization test using a new lab transmitter with a (B)(4) paradigm pump. Connected the sensor to the transmitter and placed it in 100 bts, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor the sensor functioned properly. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that the customer had high blood glucose level. The customer¿s blood glucose level was 435 mg/dl. The customer reported that the insulin pump received lost sensor alarm and inaccurate sensor glucose readings. The patient's sensor glucose was 151 mg/dl despite a blood glucose of 33 mg/dl. The sensor was returned for analysis.